Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a treatment procedure, a catheter became stuck on the guide wire. The 100% stenosed chronically occluded target lesion was located in the superficial femoral artery (sfa). The 300cm journey guide wire was placed and while advancing a non bsc catheter over the wire, it became stuck. The devices were removed together. The wire was exchanged for a non bsc wire and a second of the same catheter was selected; however, these two devices became stuck together as well. The devices were removed and exchanged for different devices and the procedure was completed after successfully implanting an unspecified stent. There were no patient complications reported and the patient's status is ok.